Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, and UDI number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The camera cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera cable was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. No bare conductors, and passed continuity tests.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure while the system was being set up for a demo. It was reported that there was an intermittent display of ¿localizer not connected¿ on the system. Inspection of the camera cable indicated fraying. There was no patient present when this issue was identified.